Event description:
Technician alleged that the latching mechanism was sticking out and needed to be lubricated, the siderail did not latch. No pt impact.

Manufacturer narrative:
The technician lubricated the siderail latch to resolve the issue.